Event description:
According to the reporter, during total laparoscopic hysterectomy, the handpiece jaws could not be opened and the trigger/blade lock was fixed at the point where it was pulled and will not return after two hours of use. Because it was immediately after the detachment of the vaginal stump, it left the tissue without problems. By forcefully returning the manual trigger, the knife returned and the jaw opened. The knife blade was not protruded nor extended and it was cleaned every time the device was returned to the mayo stand. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.